Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a failed sensor message after initial calibration. Customer did not have an additional sensor and continued to use the pump for insulin therapy without the control iq featured turned on. Customer experienced elevated blood glucose greater than 500 mg/dl. Customer delivered a bolus via the pump to address elevated blood glucose.